Manufacturer narrative:
(B)(4). D10: 11-146134 - max pri dcm tib brng14x63/67mm - (B)(6). (B)(6) - maxim por ana pri fml 60 lt - (B)(6). Unknown - unknown tibia stem - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an initial knee surgery at unknown time. Subsequently an unknown revision was performed. Attempts have been made and no further information has been provided.